Event description:
It was reported that during an implant procedure, the health care professional (hcp) reported that the programmer was switched on at the start of the procedure and a code 1003 was displayed. The programmer was rebooted and the error did not reoccur. The pacemaker was implanted with no further observations and the patient was discharged to home. However, the yellow dialog box and the code 1003 are not related to a programmer issue. It is indicative of the device's battery voltage being too low for the projected remaining capacity. Technical services discussed some reasons this could occur in a new device; however, device data would be needed to determine the actual cause. The boston scientific sales representative was not present for this implant and went to the facility to see if any device data was stored on the programmer used in the case, but there was not any data available. The patient lived in a remote area and was not called back to the clinic at this time. The device remains implanted and in service, with no adverse patient effects reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.